Manufacturer narrative:
The mayfield skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device did not confirm the reported issue as valid. The unit passed all specific functional testing requirements, except for the lock having rotational movement. When the unit is properly positioned and put under pressure the unit will function properly. General maintenance and cleaning is required. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate movement. Probable root cause is improper placement of the skull clamp. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) was rotating during an unspecified case. No patient injury or surgical delay has been reported.